Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 20.0 mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with constant motor error alarms during rewind due an out of phase motor encoder signal. The pump was unable to perform the displacement test due to constant motor error alarms. The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, cracked battery tube threads, missing reservoir tube o-ring and minor scratches on the lcd window.